Event description:
The customer reported that the system gave a voltage error then locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the catteries. The system operates as intended.